Event description:
It was reported that this patient was transported to the hospital by ambulance, increased thresholds and loss of capture were noted to have occurred. The patient expired that day and an allegation of device malfunction was reported. The device was explanted and returned for analysis.

Manufacturer narrative:
The returned device was analyzed. A visual inspection of the device header and case noted no anomalies. A series of electrical tests was performed and normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient was transported to the hospital by ambulance, increased thresholds and loss of capture were noted to have occurred. The patient expired that day and an allegation of device malfunction was reported. The device was explanted and returned for analysis. This report is being filed to submit the results of device analysis.